Event description:
It was reported that, when the pump is started with the cassette, an alarm sounds saying the cassette is disconnected for no apparent reason. Event occurred during lab testing, there was no patient involvement reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Device evaluation: five (5) cassettes were returned for evaluation in used condition without original packaging inside a plastic bag. The samples were received without the blue clip or white cap. Visual inspection showed no discrepancies. Functional testing involved filling the samples with water and connecting to a cadd legacy plus pump to look for unusual function. The sample was connected and primed with no difficulty and no alarms occured when pump was running. Based on the investigation, the complaint allegation was not confirmed. There is no non-conformance or deviation related to the failure reported in the device history record for finished good and component associated.